Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip, that was installed on an mcs instrument, fell off inside the patient. The mcs tip was recovered during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The mcs tip has not been received for failure analysis evaluation.